Event description:
This is a report of a 69-year-old man who required an enlarged incision to remove a broken haptic. The physician made a standard 3.5mm incision then folded the introcular lens in a mustache fold. Upon insertion of the lens the haptic broke. The incision was then increased to 5.2 mm, the lens with the broken haptic was removed and was replaced. The incision was then sutured. One day following this surgery the pt was doing well. The lens has been returned for investigation. Investigation results are pending.